Event description:
It was reported that the health care professional (hcp) called technical services (ts) and requested review of this pacemaker system presenting electrogram (egm). Ts reviewed the presenting egm and noted stored signal artifact monitor (sam) events that were recorded about the date of the lead revision. Further review of the sam events ts observed noisy signals that were oversensed that appeared to be electromagnetic interference (emi) possibly due to cautery tool. Ts discussed with the hcp programming optimization options. No additional adverse patient effects were reported. The pacemaker remains in service.